Event description:
The hospital reported that the vasoview hemopro 2 timed out during a routine vein harvest. The device worked fine for 2/3 of the vein harvest and then became problematic after the first time it timed out. Unknown if there was beeping sound when the toggle was pulled back to activate the device. The power supply was set at 3. They allowed the device to cool for 30-60 seconds but it continued to shut off and provide poor power to the jaws well before the overheating shut off time. No trouble shooting steps were taken. Device was removed and new device was opened and used without issue to complete the case. No patient harm. No procedure delay.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The lot # 3000489864 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.